Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The lead body has extensive damages as insulations completely torn apart likely was due to induced, handling damage. The extracting stylet was stuck in the lead thus, unable to remove. No sign of setscrew marks noted on the terminal pin. Lead resistances measured as electrical opens due to conductor fractures likely related to extracting stylet in lead, the x-ray had to be performed which showed the rs- coils are intact and no fractures. Helix fully retracted. Noted dried blood/body fluid in helix housing. The lead tip/helix appears intact and undamaged. This report is being filed to correct the d5: operator of device.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. In addition, the lead needed to be repositioned due to bad sensing and high pacing threshold measurements, but the helix would not retract. The physician had difficulty in removing the lead. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. In addition, the lead needed to be repositioned due to bad sensing and high pacing threshold measurements, but the helix would not retract. The physician had difficulty in removing the lead. The lead was never in service. No adverse patient effects reported.